Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a dialysis patient had their pd catheter removed due to an infection. During follow-up, the patient stated they went to the emergency room due to drain complications and abdominal pain on (B)(6) 2026. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics until their peritoneal effluent culture result returned positive for a fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd while hospitalized without reported issues, and the patient¿s abdominal pain has resolved. The patient stated the cause of the peritonitis was never determined; however, the patient stated continuous cyclic pd (ccpd) therapy was ¿going very well until all this happened.¿ there were no concerns regarding any of their fresenius device(s), drug(s), and/or product(s). The patient was recovering at the time of follow-up and adjusting to outpatient hd.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and drain complications, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the patient¿s transition to hd for renal replacement therapy. The etiology of the peritonitis is unknown; therefore, casualty could not be firmly established. However, the patient reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Manufacturer narrative:
Correction: a2.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a dialysis patient had their pd catheter removed due to an infection. During follow-up, the patient stated they went to the emergency room due to drain complications and abdominal pain on (B)(6) 2026. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics until their peritoneal effluent culture result returned positive for a fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd while hospitalized without reported issues, and the patient¿s abdominal pain has resolved. The patient stated the cause of the peritonitis was never determined; however, the patient stated continuous cyclic pd (ccpd) therapy was ¿going very well until all this happened.¿ there were no concerns regarding any of their fresenius device(s), drug(s), and/or product(s). The patient was recovering at the time of follow-up and adjusting to outpatient hd.